Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a reverse total shoulder arthroplasty. Allegedly, the assembly screw broke letting the construct to loosen. The patient underwent a revision surgery.